Event description:
Tad100101r was apparently placed in the tab100101r package. The tab100101r is a small patch lead and the tad100101r is a large. The mispackaging was identified immediately after opening the package during the implant procedure. There were no pt complications. The mispackaging was due in part to the similarity of the serial numbers. Corrective action includes the use of dividers to separate different models along with the reiteration of the importance of checking the entire serial number during the packaging operation. The package labeled tad100101r was not distributed.